Event description:
It was reported that during a pta / stenting treatment procedure involving the superficial femoral artery (sfa), stent deployment difficulties were encountered. The physician delivered the sentinol nitinol biliary 6x59x1350 stent, but it did not fully expand. It was noted that only approximately 40 of the full 60 mm properly deployed, and it appeared that some of the struts were locked together. The physician post-dilated the stent and achieved a "suitable" result that was adequately apposed. No patient injuries or complications were reported. Patient status is reported as "no harm."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.